Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No frozen screen noted. Unable to verify battery out limit alarm due to button error alarms. The device had a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.